Event description:
The customer reported that the insulin pump alarmed displayable history check failed on startup and unexpected restart. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms were noted during testing. The pump passed the error and self tests. The pump was received with minor scratches on the lcd window.